Manufacturer narrative:
The reported power switching with the returned controller and batteries was confirmed via review of the controller log files. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed two critical battery alarms on (B)(4) 2016 involving battery (B)(4). Several occurrences of premature power switching events prior to the 25% threshold involving battery (B)(4). These premature switching events and critical battery alarms were most likely caused by a communication error between the controller and batteries. Heartware has opened an internal investigation to evaluate these communication errors between then controller and batteries. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one report of seven reports (3007042319-2016-01331, 01332, 01333, 01334, 01335, 01336, and 01337) submitted for devices related to the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. This is report one of seven reports (3007042319-2016-01331, 01332, 01333, 01334, 01335, 01336, and 01337) submitted for devices related to the same event. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported by a vad coordinator that a patient experienced battery switching with all his batteries. The patient was very afraid and not able to tell exactly when the single events happened. Fse advised to exchange complete equipment following fsca.